Event description:
A customer reported experiencing a past low blood glucose event, with the lowest level recorded at 52 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose level. The control-iq feature on the insulin pump was active. Technical support provided off-label insulin messaging regarding humulin r u-500, which the customer acknowledged. The customer was advised to consult a healthcare provider to discuss factors affecting blood glucose levels.